Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis confirmed the allegation electrode end damage based on the observation of a deformed helix. Moreover, the unintended use error was determined based on the analysis finding of induced damage. Further, the observed damage was not deemed to indicate product defect or malfunction but likely occurre during normal use of the product.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to electrode end damage. The lead was never in service. The lead was returned to the laboratory and was analyzed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to electrode end damage. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode end damage allegation was confirmed based on the observation of a deformed helix - bent. Moreover, the observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to electrode end damage. The lead was never in service. No adverse patient effects were reported.